Event description:
A 44 yr old female, 4 months status post insitu pubovaginal sling operation with use of bone anchor system, developed worsening symptoms of left sided pubic bone pain. Pt developed significant pain in left side in 10/1998. Tests confirmed evidence of possible kidney stone & ovarian cyst. Referred to gynecologist. Because of worsening pain, she underwent a computer tomography scan, bone scan & pelvic ultrasound which showed evidence of disruption of bone anchor. Pt underwent exploration & removal of bone anchor system. Pt had developed osteomyelitis of pubis and required intravenous antibiotic therapy.